Event description:
The event is reported as: info rec'd via maude report review. Infant required intubation with a 2.5 endotracheal tube with stylet. Intubation was successful but the stylet became stuck. Once the stylet was removed, it was observed that the plastic sheath had stretched and adhered to the inside of the endotracheal tube; obstructing ventilation. No report of pt injury.

Manufacturer narrative:
The device sample was not returned for eval. A device history record (DHR) review was conducted for lot number 01d1200161. The DHR investigation did not show issues related to the complaint. The complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints. Voluntary report no: (B)(4).